Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted remote access. Review of the data showed that quality control (qc) was within the two standard deviation range. The customer changed all consumables and did not see a change in qc. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse reviewed the dilution check correction factor and found it to be high. The cse ran a dilution check and the correction factor lowered. The cse ran qc, resulting in range. The cause of the discordant, falsely depressed sodium results is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same instrument, resulting higher. The customer repeated the same samples on an alternate dimension vista instrument, resulting higher. It is unknown if repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium results.

Manufacturer narrative:
The initial MDR 2517506-2017-00008 was filed on january 03, 2017. Additional information (02/08/2017): a siemens' headquarters support center (hsc) specialist reviewed the data provided. The data shows a high dilution check factor was accepted in to the system, resulting in a sodium shift upward of qc and patient samples. The issue was resolved with repeat/correction of the dilution check calculating a new factor of 1.0090. The cause of the discordant, falsely depressed sodium results is due to a dilution check correction that resulting in an elevated dilution check factor with a subsequent sodium shift upward of qc and patient samples. The instrument is performing according to specifications. No further evaluation of the device is required.